Event description:
Unomedical reference number (B)(4). Event occurred in argentina. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024. The blood glucose level of the patient at the time of event was 305 mg/dl and current blood glucose value was 115 mg/dl. Patient resolved the event by taking manual injection. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).